Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. During the procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium allowed blood to flow back, then would not allow saline to flow to the patient. The hemostatic valve did not break into two or more pieces. The hemostatic valve did not become detached from the sheath. No air entered to the patient. The sheath was replaced and the issue resolved. The procedure continued without further issues and the procedure was completed successfully. No patient consequence was reported. The hemostatic valve issue was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
On 7/15/2020, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. During the procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium allowed blood to flow back, then would not allow saline to flow to the patient. The hemostatic valve did not break into two or more pieces. The hemostatic valve did not become detached from the sheath. No air entered to the patient. The sheath was replaced and the issue resolved. The procedure continued without further issues and the procedure was completed successfully. No patient consequence was reported. Device evaluation details: visual inspection was performed and hemostatic valve was found dislodged inside of hub. Friction ring and brim cap remain intact. A manufacturing record evaluation was performed for the finished device 00001235 number, and no internal actions related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the damage on the hemostatic valve could be related to handling of the device during the procedure however, this cannot be conclusively determined. All units are inspected prior leaving the facility and mre verified that this complaint unit was in good condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).